Event description:
A customer contacted baxter's (B)(4) to report a system error 2240 (indicating air in the set) with the homechoice machine during dwell 5 of 5. The home patient (hp) was connected at the time of the alarm and the cause of the alarm was unknown. The patient was advised to let the registered nurse know about the alarm. There was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the caregiver (cg) on (B)(6) 2010. The cg stated they never discovered the cause of the alarm, but it has not re-occurred since. The hp has been continuing therapy on the cycler as usual, using the same transfer set. The setup was discarded, no companion samples were available, and the lot numbers were unknown.

Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint for a system error (B)(4) (air in set) occurred during dwell 5 of 5 was not confirmed due to a lack of sample. The cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).